Event description:
It was reported that a user disconnected the ilet for exercise due to prior lows and experienced subsequent hyperglycemia, with blood glucose reaching 220 mg/dl and remaining elevated for approximately 30 to 60 minutes; later, after prolonged walking, glucose fluctuated from the mid-60s to 225 mg/dl. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included user-performed troubleshooting and continued monitoring without back-up therapy. Investigation included a sensor accuracy check against a blood glucose meter and an infusion set assessment for leaks or adhesion issues, followed by disconnecting at the infusion set anchor and performing a fill tubing procedure. Investigation of this case revealed delayed drop formation during fill tubing, consistent with an air bubble or partial occlusion in the infusion set or tubing that resolved after the procedure, with no visible site issues. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or tubing flow restriction due to air entrainment or occlusion, resulting in insufficient insulin delivery during and after disconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.